Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump was explanted. Per the patient, "the pump twisted three times and I'm still on antibiotics from it¿. No additional information was provided regarding the event. No further complications were reported/anticipated.